Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead failed to obtain r-wave measurement despite multiple repositioning attempts. The lead was not used and replaced during the procedure. The patient was in a stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.